Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic procedure, while cutting off the interleaf fissure, the jaws of the device locked on tissue. The device was removed by returning the blade to its position with pliers. Another reload was used to complete the case. There was no patient injury.